Event description:
The customer stated that error code # 1118 (invalid test result, intercept too low), error code # 1113 (invalid test result, read value #) and error code # 1062 (invalid test result, read precision #) generated on pt samples using the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.